Event description:
It was reported that during the preventative maintenance check of an external pulse generator (epg), it was found to be "slightly out of tolerance." The biomedical engineer (be) will check it against other epgs to ensure that is not a test set-up issue. The status of the epg is unknown; but may be returned for calibration. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).